Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-36552, 2017865-2023-36554, 2017865-2023-36555. It was reported that the patient expired. The cause of death was reported as respiratory arrest, chronic congestive heart failure, heart failure. The pulse generator, right atrial, right ventricular, and left ventricular lead were explanted and returned without clear information as to whether the death was related to the products. Further information was requested but not received.

Manufacturer narrative:
Device returned due to patient death. Analysis performed, included electrical, mechanical and environmental tests that indicated the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.